Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff was difficult to inflate. This issue was identified prior to use of the product. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One intubation tube sample was received in used conditions with its original open packaging. Upon visual inspection, excess of solvent in the assembly of the tracheal inflation line was observed. The sample was tested for occlusion by manually inflating with a syringe the tracheal cuff, and as a result the device was resistant to inflate the cuff. The reported customer complaint was verified. 32 samples were reviewed during manufacturing process to verify the inflation test for occlusion. No discrepancies or occlusions were found. The most probable root cause was determined to be excess solvent between inflation line and tube. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.